Manufacturer narrative:
Date of report : 19jun2019. Date recv'd by MFR: 20may2019 a gas delivery system (gds) assembly was returned to the fi(failure investigation) lab for evaluation. Optical inspection of the gds revealed no damage or contamination. Operational testing was performed. An investigation was performed and the root cause was isolated to a component (u1) in the air flow sensor drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. (B)(4). No phone number provided. The manufacturer¿s international service technician confirmed the reported oxygen accuracy issue and replaced the flow sensor assembly preventively. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test failed (pvt test 7) at the 60% setting.there was no patient involvement. Event date not specified; estimate used.